Event description:
Pt had PICC placed (B)(6) 2014. Later determined device leaked. Device replaced (B)(6) 2014 and found to have small hole in line. Unable to determine if product defect or wear of device.